Event description:
Failure description: 1. No data transmission, 2. Pt beds with wrong ID numbers, 3. No alarm transmission to the central station. No asystolic alarm was transmitted to the central station. Because of this, the nurse could not promptly initiate resuscitation and the pt died. The cannon strips of the sirecust 400's system interface boards are too low in the ICU bar. This causes a problem with the cables connecting to the wall. Sometimes they make contact, sometimes they don't. The hosp needs help with 16 pt beds."